Event description:
During removal of a right eye cataract, a tear occurred in the posterior chamber which made it impossible to remove the entire cataract. The pt was referred to a retinal specialist.